Event description:
It was reported to philips the battery would not charge in the device and the device only intermittently would detect the battery. There was no pt involvement.

Manufacturer narrative:
(B)(4).